Manufacturer narrative:
Siemens customer product support team investigated the event. Investigation summary: installing a glucose sensor in the lactate channel or vice versa may or may not trip d3-codes depending on the sensor slope. Glucose and lactate will fail qc levels 1 and 3 when sensors are in the incorrect position. Level 2 could be within range and pass. The 1200 series manual instructs the operator to run 2 different levels of qc material after maintenance is performed. The human error would have been detected if this was done.

Manufacturer narrative:
Siemens is in process of investigating the event. The root cause of the event is unknown.

Event description:
Customer reported that they accidentally installed glucose sensor in the lactate sensor position on rl1265 and run patient samples.